Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A routine follow-up angio was completed approximately 1 month post-op showing a possible type ib endoleak. The physician elected to complete a re-intervention implanting an ovation limb; patient's right, which successfully resolved the reported endoleak. The patient was reported as well and will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported inadequate stent graft patency and loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. Unable to determine procedure-related, anatomy-related, and user-related issues, off label, or cautionary product use conditions. The source of the endoleak could also not be determined based on the images given. The final patient disposition was reported as monitored and no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)